Manufacturer narrative:
(B)(4).

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, valve 1 was not working (would not close) on the cooler heater unit. This unit is used for non-clinical activity. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced valve 1 and performed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.